Event description:
The customer reported a vent inop condition while in use. No patient harm reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.